Event description:
Allegedly revised due to adverse soft tissue reaction to particle debris (left). (B)(4).

Manufacturer narrative:
This is the same event as 3010536692-2015-01426. This event occurred in (B)(6).